Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Two set screw drivers broken during surgery.

Manufacturer narrative:
Evaluation revealed both set screwdrivers, flexible shaft gamma3® 4 mm to be the subject products. No further associated products were reported. Review of the device history records revealed no discrepancies. The items returned were documented as faultless prior to distribution. As the items had been in use for more than 5 years, we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The tip and the flexible spring of the set screwdrivers were significantly bent and deformed. The flexible springs were furthermore found to be partly uncoiled. The appearance and the extent of the damage indicated that too high torque forces had been applied onto the set screwdrivers received. In case of intended use such damage would not have occurred. The operative technique includes that the screwdriver shall only be used to insert set screws; for extraction a straight non-flexible screwdriver shall be used. Based on the above facts the root cause was not related to a deficiency of the devices, but was rather linked to a sub-optimal intra-operative procedure at the user site. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
Two set screw drivers broken during surgery.